Event description:
Physician intubating pt. When laryngoscope was withdrawn following intubation, the light bulb was no longer attached. X-ray revealed bulb in pt's stomach. Pt passed the light bulb through gi tract.